Manufacturer narrative:
Article citation: rajan ss, haider a, burrell h, et al. Angiosarcoma arising in the capsule of a mammary silicone implant. Diagnostic cytopathology. 2022;50(5):e119-e122. Https://doi.org/10.1002/dc.24919. (B)(4). The event of seroma late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "suspicious of implant rupture with late onset seroma"

Event description:
Through journal article "angiosarcoma arising in the capsule of a mammary silicone implant", healthcare professional reported right side "painful right breast swelling", "firm", "old bruising", "fluid around the implant", "suspicious of implant rupture with late onset seroma", "coarse calcification", and "hematoma." Healthcare professional additionally reported "histology showed anticarcinoma extending from the inner aspect of the capsule into the cavity around the implant" and "angiosarcoma with associated haemorrhage"; this event is not device related. Device status is unknown. Treatment: patient underwent en-bloc capsulectomy, excision biopsy of infero-lateral breast tissue with underlying pectoralis major muscle.